Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating, "the remote button number 1 triggers the function by itself", involving pentax model ec38-i10cf2/serial (B)(4). The event was reported to have occurred prior to a procedure. No other information was provided at the time of the report. The device was returned to pentax europe (B)(4) where service confirmed the remote button was torn and the bending rubber was perforated.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result . Evaluation summary: customer reported brush stuck/broken in channel. Therefore, we checked the returned unit and confirmed that the suction channel was buckled. Based on the result, we concluded that it was caused due to the physical damage applied on the suction channel. In addition, we confirmed that the operation channel cut, the insertion flexible tube (ift) scratched, the distal body laser damage, the insertion flexible tube (ift) leaky, the angle wire incorrect, the angle wire incorrect, and the staycoil broken, however, they are not the main cause, and/or irrelevant to the alleged complaint.